Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the insulation on the jaw had chipped off. The piece was returned. It was reported that the component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may have been caused by the user inadvertently grasping onto a hard object or dropping of device resulting in chipping/cracking of the insulation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/ damage to the instrument will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thyroid procedure, the white debris on the exterior of the tip of the jaw broke off even though it was only used for about 10 minutes after the start. It fell into the patient's body, but the surgeon immediately noticed it. The broken piece was removed/retrieved. X-ray was not performed to locate and or retrieve the broken piece, and there was no any additional medical procedure needed to remove the piece from the patient. Although there seemed to be no problems with the sealing, lf2019 was replaced. Completed successfully with no impact on the patient. There was no patient injury.

Manufacturer narrative:
D10: concomitant product: vlft10gen, vlft10gen ft series energy platformx1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.